Event description:
Patient with an existing mdm (steelcast stem with 28mm head) had a reported disassociation after multiple dislocations. Patient was revised to a larger cup with a larger mdm.

Manufacturer narrative:
The patient is (B)(6)in height. An event regarding dislocation involving an adm liner and disassociation involving a tritanium shell and a mdm liner was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined, because insufficient information was received. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
Patient with an existing mdm (steelcast stem with 28mm head) had a reported disassociation after multiple dislocations. Patient was revised to a larger cup with a larger mdm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Hospital retained device.